Event description:
It was reported that during the implant attempt, the lead helix was tested outside of the patient, resulting in the helix eventually popping out suddenly after the lead torqued. The lead was implanted, and the helix behaved in the same manner. The lead exhibited unacceptable thresholds, and was repositioned with the same result. The lead also exhibited high impedances during testing. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood in/on the helix/lobe mechanism, the lead appeared damaged at implant and the lead was stretched.